Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, there was an open green (+3. 3v) wire in the trunk cable connector. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.